Event description:
It was reported that following a lead pull the patient developed an infection and was sent home with antibiotics. Symptoms of fever and chills were noted. It was unknown what cause the infection.